Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('when he took it had already perforated my left tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic congestion ("created pelvic congestion") and varicose vein ("varicose veins"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic congestion and varicose vein outcome was unknown. The reporter considered fallopian tube perforation, pelvic congestion and varicose vein to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic congestion, fallopian tube perforation, varicose vein. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('when he took it had altready perforated my left tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic congestion ("created pelvic congestion") and varicose vein ("varicose veins"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic congestion and varicose vein outcome was unknown. The reporter considered fallopian tube perforation, pelvic congestion and varicose vein to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic congestion, fallopian tube perforation, varicose vein. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.